Event description:
Pt reported obtaining back-to-back results of 110 mg/dl, 65 mg/dl, and 85 mg/dl, while using the suspect device. Pt did not indicate if therapy was modified based on these results. No pt injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.